Event description:
Customer sent an e-mail describing that several cf inplex cards had leaked when they were centrifuged. Lower volume in the loading ports of lanes 7 and 8 of two different cards while still in the centrifuge buckets post spin. Hologic voluntarily recalled this product on 4/1/2016 with a report of corrections and removals.